Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the upper case was broken and the control knob was broken. (B)(4).

Event description:
It was reported that the upper body screw was found to be cracked and the led sense light was not working. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.